Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 278014, expiration date 04/30/2012). Reference medwatch report (B)(4) for the suspect device used in the compact plus system.

Event description:
Customer reportedly received result of 500 mg/dl on the mobile system and result of 160 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.